Manufacturer narrative:
The involved sample has not been returned to this MFR, so no direct eval could be performed. Review of the device history records indicate that both the finished blood tubing set lot and the venous connector component met all specs with no defects found during the mfg process related to this component. Multiple request have been sent to the reporting user facility in attempts to obtain additional details on the reported event, however, no further info has been provided.

Event description:
User facility reports one event in which the pt venous catheter port disconnected from the bloodline connector. Report stated there was blood loss, however, the amount was not specified and no further details of the event have been provided. This MFR has requested verbally and in writing to receive additional info regarding the reported event. No such info has been provided as of the date of filing this initial report.